Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the six energy footrest pedal to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, intuitive surgical, inc. (Isi) customer trainer specialist informed technical support engineer (tse) that the foot switch panel was not functioning. The tse could not find any related error in the logs since onsite was not connected. The tse had the caller power cycle system, but the issue was not resolved. The tse advised the caller to perform a hard power cycle when possible. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with isi customer trainer specialist and obtained the following additional information: a hard power cycle was performed, but the issue remained.